Manufacturer narrative:
MFR reviews x-rays of implanted device. X-rays reviewed by the MFR, no anomalies visualized.

Event description:
Reporter indicated that a vns pt was unable to have the vns settings increased to therapeutic levels due to coughing, painful stimulation, and muscle twitching. The patient's seizures have increased slightly but are still below pre-vns baseline levels due to the vns settings not being therapeutic. Different vns settings were tried but the events have continued. No changes to the vns settings were made prior to when the events began. Prior to the pt being unable to tolerate the stimulation, she had a neck adjustment by a chiropractor, which may be contributing to the issues. X-rays were reviewed which did not note any anomalies. Surgery to replace the vns appears likely.